Event description:
It was reported that the patient presented to the clinic after receiving a shock. Several aborted shocks were also noted. The episodes appear to be due to lead noise. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received .